Manufacturer narrative:
The returned broken nail was evaluated and was found to have been manufactured within specifications. Visual examination revealed extensive marring on the underside edge of the hammer pad, which confirms removal of the nail by impacting the underside edge. If loosening occurred prior to fracture, as described by the complainant, and component continued to be impacted, bending would occur. Fracture occurred due to excessive bending moment caused by nail not properly assembled to hammer pad.

Event description:
It was reported patient underwent an ankle procedure on (B)(6) 2014. During the procedure, the hollowed thread of the hammer pad fractured while connecting the nail with the compression targeting device and the hammer pad. All fractured fragments were removed from the patient. Competitor product was utilized to complete the procedure and an hour delay occurred.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. The following sections could not be completed with the limited information provided. Initial reporter name. Manufacture date - unknown.